Event description:
The service repair technician reported that during routine testing of the device at the service center, the cardioplegia pump had a kinked hose. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the kinked hose and the flow returned to normal. The unit will be sent to service to be brought to manufacturers specifications before being returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.